Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose (bg) level was 286 mg/dl. Tandem technical support assisted the customer with resetting the pump; the alarm did not reoccur. A bolus was to be delivered to address the high bg level. The customer reported a "very low" bg that occurred earlier in the day. The customer declined to provide further information regarding the low bg event.